Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She spoke to customer complaints in that she is unhappy with the length it lasted, it wore out within 3 months and it is supposed to last 6 months to a year. She bought 5 in a year and is finally calling to see if she can get a free replacement.